Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into the mfg history record for this device confirmed that the device met its material, assembly and product specifications.

Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, hair loss occurred. The patient has noticed thinning of her scalp hair since the 3.00x32 taxus express2 drug eluting stent was placed. The thinning was noticed about one month after stent placement. No add'l patient complications were reported.